Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) canada alleging that their onetouch verio2 meter displayed an unknown error message. The complaint was classified based on additional information obtained by the customer service representative (csr) after the medical surveillance specialist sent follow up questions for the patient to answer. The patient stated that the error message first appeared ¿3-4 months¿ prior to the alert date of (B)(6) 2016. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 1 month after the product issue had begun they developed the symptom of ¿blurred vision¿; a symptom which the patient associated with high blood glucose levels. The patient informed the csr during the follow up call that they self-treated this symptom by ¿smartening up¿ and adjusting their diet. The patient also mentioned that they could not measure their blood glucose using the subject meter during the month between the product issue starting and the onset of their symptom. At the time of troubleshooting the csr was unable to walk the patient through a retest as they did not have testing supplies available. The product issue remained unresolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.